Manufacturer narrative:
Occupation ni equals lay user/patient. The event occurred in: (B)(6).

Event description:
The customer complained of two questionable high inr results from a coaguchek inrange meter serial number (B)(4) compared to the chronometric test with calcic thromboplastin laboratory method. From the data provided 1 comparison was a reportable malfunction. The result from the meter was 4.4 inr. The result from the laboratory was 3.1 inr. The customer's therapeutic range was 2.5 - 3 inr. There was no allegation of an adverse event. The customer returned the meter and test strips to a pharmacy and the meter and strips have been requested for further investigation. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips. Testing results: donor #1: retention meter and master lot strips: 2.3 inr, customer meter and customer strips: 2.3 inr. Donor #2: retention meter and master lot strips: 2.1 inr , customer meter and customer strips: 2.1 inr. The maximum difference between measurements with the same blood sample was 0%. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.